Event description:
This customer reported that the device failed during pt care. No specific symptoms were initially provided. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that the device failed during pt care. No specific symptoms were initially provided. There was no report of any negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.